Event description:
Procedure: unk. Patient sex: unk. According to the report, when the surgeon used the sulu to transect hilum of the liver, the cartridge was bent and the staples did not form completely. There was then "much" bleeding which was fixed by clamps & suture and delayed the case approximately 20-30 minutes. There was no report of injury to the patient.

Manufacturer narrative:
Note: additional information received after the original report date now indicates that this event is a serious injury. Therefore, this report has been reclassified as a "serious injury" and will be reported via a 3500a MDR.